Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. The device was started in application and problems were found with the device double beeping with a cassette attached, which would cause the "no disposable" alarm. It's recommended to replace the downstream sensor.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited no disposable alarm. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.